Event description:
It was reported that the 2600 system would not boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The motherboard and battery were installed during the service call. The system was tested and found to be working as intended and put back into service.